Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 19 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Additionally, customer was using humalog supplies for over 48 hours. Bg was treated with intravenous glucose and fluids. Reportedly, customer left the ER 3 and a half hours later with the issue resolved and no permanent damage.